Manufacturer narrative:
(B)(4). The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir on one half-day infusor device ruptured during filling. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. An initial visual and microscopic evaluation confirmed the reported condition of a ruptured reservoir. The ruptured reservoir was microscopically analyzed, and marking on the exterior surface of the reservoir was observed near the rupture line. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.